Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.5 inr/3.3 inr, 3.3 inr/2.5 inr, 3.4 inr/2.4 inr, 2.5 inr/2.0 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Per the clinic, the patient experienced healing problems, resulting in a decision to explant the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. One patient, unknown which one, is on lovenox, but not beyond a theapeutic dose. Patient 2 - date of birth (B) (6) 1935 patient 3 - date of birth (B) (6)1960 patient 4 - date of birth (B) (6)1968.